Event description:
During follow-up, right ventricular (rv) lead dislodgement was noted. Diagnostic imaging was preformed to confirm dislodgement. The rv lead was explanted an replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found the helix to be extended and clogged with blood/tissue. X-ray inspection found the inner coil in the connector region to be bunched up and the helix was stretched/bent. Unable to perform helix mechanism/extension length test due to the condition of the helix as received. X-ray inspection of the lead did not find any anomalies with the exception of damages consistent with those occurring at the time of procedure.